Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the bending angle in the up/down directions did not meet the standard value due to wear of the angle wire. In addition to the foreign matter found in the air/water tube, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; there were foreign objects in the air/water cylinder; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the connecting tube had a buckling; and the universal cord's coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner gastrointestinal videoscope had insufficient deflection. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.